Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were abundant throughout the sample. The sample terminated at the 52cm depth marking. A partially circumferential split was observed between the 11cm and 12cm depth markings. A permanent partially circumferentially kink impression was evident in the vicinity of the split. Adhesive residue was evident between the molded joint and the 9cm depth marking. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. The sample kinked preferentially at the split site during manual manipulation. Microscopic inspection of the sample revealed inward-curving rounded edges. Material buckling was evident in the vicinity of the split. Material abrasion was evident in the vicinity of the split. The split characteristics were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of rezk0583 showed no other similar product complaint(s) from this lot number.

Event description:
Nurse from facility reported an unknown alleged defect. Additional information has been requested. On (B)(6) 2016 - returned sample (PICC) showed a leak at the 11cm depth mark.